Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) experienced a loss of stimulation. A diagnostic test found impedance issues for several lead contacts. Efforts to recapture effective therapy via reprogramming proved unsuccessful. Surgical intervention was undertaken to explant and replace the patient's lead. Effective stimulation was recaptured following the procedure.